Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient awoke from sleep with a headache. In the emergency department the patient was found to have an intracerebral hemorrhage. Inr was reversed with prothrombin complex concentrate. The patient required intubation and placement of a rf external ventricular drain. The goals of care were discussed with family. The patient was transitioned to dnr-comfort care on (B)(6) 2019 and expired.